Event description:
Knee warmth [joint warmth]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales rep regarding a (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection in her left knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received the second synvisc injection. On (B)(6) 2012, the pt received the third synvisc injection. Following the third injection, the pt experienced pain, swelling and warmth in the knee. On (B)(6) 2012, 60 cc of clear, amber fluid was aspirated from her knee and the fluid was cultured. The pt received treatment with steroids for knee swelling, knee warmth and knee effusion. The outcome for all the events was unk. The intensity for all the events was not provided. Relevant concomitant medications were not provided. The reporting physician did not provide the relationship between synvisc and all the events.

Manufacturer narrative:
Additional info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.